Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the pal (product analysis lab) evaluated the device. A review of the device logs revealed a an increased intra-peritoneal volume (iipv). The cause was determined to be insufficient drain, use error as the tidal ultrafiltration removal was set too low. The device history record was reviewed and no issues were identified that may have contributed to the iipv. A service history review revealed no previous service events were related to the iipv. Labeling review found labeling to be adequate for the user error identified in this report. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in patient therapy log on (B)(6) 2011 at 22:03 with ultrafiltration of 2174 ml during cycle 4. There was patient involvement but no patient injury or medical intervention indicated. This event meets overfill criteria.